Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a tlif level l3-l4 the surgeon was tightening the nut of the construct with a torque wrench and the internal counter torque. The surgeon fractured the pt's pedicle as the surgeon was trying to maneuver the instruments. Surgeon used a transconnector to stabilize the construct.